Manufacturer narrative:
The reason for this revision surgery was for a dislocation. The in-vivo service for this product is unknown since the original surgery date was not provided nor could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. The explanted part numbers could not be confirmed. Multiple searches of the patient database could not confirm the part/lot numbers or information identifying the date of the original surgery. No information was provided that definitively described the root cause or reason of the dislocation. Factors that may contribute to a dislocation not associated with the implant are: improper implant selection, degenerative bone disease, and improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's shoulder dislocating.